Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier clips were not coming off the instrument. The clips stayed and stuck to the instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred inside the patient when the surgeon was attempting to apply the clip. The instrument was clipping fully and was staying on the instrument. The instrument did not release the clip. The surgeon was using a medium-large hem-o-lok clips. The surgeon used multiple clip sizes. There was no vessel/tissue bundle greater than the suggested size for the instrument. The issue occurred during the first attempt to clip. The customer used another clip applier to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have to have one severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.